Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of sac growth. The reported type 1a and 1b endoleak could not be confirmed with the medical records and imaged available for review. The most likely cause of the type 1a endoleak was the pre implant neck being off label (92° angle should be less than 60°) and there were calcifications present in the neck (cautionary product use). The most likely cause of the type 1b endoleak was the right common iliac artery being off label due to diameter and the calcifications in the bilateral iliacs (cautionary product use). The final patient status was reported to be well post successful secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 corrections: b1: has been updated g1,2: contact office- name has been updated h6: patient code: remove code 1924 h6: device code: remove code 3190 h6: result code: remove code 3221 h6: conclusion code: remove code 11 and 22.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 2.5 years post initial procedure, a type ib endoleak with aneurysm enlargement (diameter unknown) were detected by computed tomography (CT) scan during a routine follow-up. However, the exact date of event is unknown. The physician elected to treat the patient by relining with an additional suprarenal afx and an extender ovation ix devices on (B)(6) 2019. During this re-intervention, a type ia endoleak was also discovered and the ib endoleak confirmed present. The secondary procedure was completed successfully and the patient is reportedly doing well.